Event description:
A zoll autopulse platform model 100 ((B)(4)) malfunctioned during a field resuscitation attempt for a male pt aged (B)(6) old. The pt had a reportedly unwitnessed cardiac arrest outdoors while moving his lawn. The autopulse device was applied to the pt and activated. The on scene supervisor confirms that the device was correctly deployed. The device appeared to work normally, delivering compressions to the pt for several mins. After several mins of operation, the device stopped compressions. The battery was replaced in an attempt to restart the device. After exchanging the battery, the device issue was not resolved. The device was removed from the pt and manual chest compressions were initiated for the duration of the transport of the pt to the emergency facility. While removing the device, tears in the lifeband sheath and creases in the internal band were noted. The band was found to be jammed against the guide mechanism on both sides. The pt was delivered to the hospital using manual chest compressions. The pt was pronounced deceased in the emergency department after the physician consulted with the pt's family.